Manufacturer narrative:
The customer's report of an over infusion of iron was not confirmed. Physical inspection noted the device to be in good condition. There was no damage or any anomalies. There were no issues noted with the returned primary set. Analysis of the pcu event log showed that pump module s/n (B)(4) was programmed for a basic infusion to run at 20ml/hr with a vtbi of 500ml at 8:25 am on (B)(6) 2015. At 8:54 am, the user programmed a basic secondary infusion to run at 98.3ml/hr with a vtbi of 295ml, to infuse over 3 hours. At 9:36 am, the pump module was channeled off and the system is shutdown and powered off. The primary volume infused recorded was 9.699ml and the secondary volume infused was 67.184ml. Functional testing was performed and found the device to be delivering fluid within specification. There were no leaks observed with the primary set. The primary set was tested for backflow. Backflow was not observed during testing and check valve was observed to be functioning properly. The root cause was not identified.

Event description:
The customer reported that a secondary infusion completed sooner than expected. Per the parameters on the IV bag, iron sucrose (venofer) 400 ml/250 ml 0.9% normal saline ivpb was to infuse at 77.1 ml/hr, with a duration of 210 minutes volume 270 ml. The infusion was started at 9:50 am and completed sooner than expected at 10:28 am. There was no report of pt harm or medical intervention. Although requested, no additional pt/event details were provided.

Manufacturer narrative:
(B)(4). The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.